Event description:
It was reported that the zimmer ats 2000 pressure only read 8 when the pressure was turned all the way up. It was reported that a double tourniquet cuff was in use and the machine read only one cuff was inflated when they both were. It was reported that the anesthetist felt it was not safe to use. Additional clinical f/u with the hospital indicated that the reported event occurred while the pt was being prepared for surgery and the procedure was completed without a tourniquet system. The procedure was "done with a local" and the scheduled bier block procedure was no longer used. It was also reported that there was an audible alarm heard and the unit's display was continuously blinking and reading 8 mmhg, even after the unit was set to highest level, 300 mmhg. The procedure start time was delayed. However, the reporter was unable to recall the length of the delay. The reporter also started the anesthetic administered to the pt was revised due to the lack of equipment available to provide the planned anesthesia. However, no further info was available regarding the revised anesthetic.

Manufacturer narrative:
The zimmer ats 2000 tourniquet device was returned to the MFR for repair and eval. However, the hoses or cuffs were not returned for eval. The service record indicates that the device is 9 years old and was last returned to the MFR for repair on 08/22/2011. The reported event could not be duplicated during device analysis. The device met all functional and operational standards. The cause of the reported issue could not be determined. The device was serviced and returned to the customer.